Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that a single center study was conducted to assess the long term performance of a family of non-boston scientific leads that had undergone alterations in insulation design with that of other commonly implanted lead families from other manufacturers including boston scientific fineline ii leads. Lead malfunctions were classified based on the clinical observations of electrogram noise (non-electromagnetic interference), repeatedly low pacing impedance (less than 200 ohms) and lead fracture (rise in impedance and/or abrupt rise in pacing thresholds with loss of capture despite maximum output). Management of identified lead malfunction included continued monitoring, reprogramming, lead revision or deactivation. For the group of other manufacturers including boston scientific fineline ii leads, observations of electrogram noise only and electrogram noise with low pacing impedance were identified. The noted malfunctions from this manufacturer group were treated conservatively with observation or device reprogramming.